Event description:
It was reported that an ongoing occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was high on continuous glucose monitoring. Customer gave a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.